Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("she became pregnant") in a 21-year-old female patient who had essure (ess205) (batch no. 623317) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin and depo provera. Concurrent conditions included multi gravida, uterovaginal prolapse and parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2007). Concomitant products included pantoprazole. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced bacterial infection ("bacterial infection"). In (B)(6) 2007, the patient experienced tooth fracture ("dental problems"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), pruritus ("itchy skin"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmunity"), pharyngeal oedema ("throat swelling"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary changes"), fatigue ("fatigue"), gastroenteritis ("gastroenteritis"), nipple pain ("sore nipples"), mood altered ("rapidly changing moods"), depressed mood ("sudden bursts of sadness"), fungal infection ("chronic yeast infection"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), abdominal pain lower ("cramps,"), abdominal distension ("bloating"), swelling ("a swollen"), tooth disorder ("dental problems"), weight fluctuation ("weight fluctuation"), gastritis ("gastritis"), musculoskeletal pain ("shoulder pain") and arthralgia ("hips pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, rash, back pain, depression, anxiety, pruritus, alopecia, vaginal haemorrhage, menorrhagia, autoimmune disorder, pharyngeal oedema, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, fatigue, gastroenteritis, nipple pain, mood altered, depressed mood, fungal infection, migraine, headache, vaginal discharge, weight decreased, abdominal pain lower, abdominal distension, urinary incontinence, swelling, bacterial infection, tooth disorder, weight fluctuation, gastritis, musculoskeletal pain and arthralgia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, bladder disorder, depressed mood, depression, dyspareunia, fatigue, fungal infection, gastritis, gastroenteritis, genital haemorrhage, headache, menorrhagia, migraine, mood altered, musculoskeletal pain, nipple pain, pelvic pain, pharyngeal oedema, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth fracture, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dyspareunia, low back pain, heavy bleeding, abdominal discomfort, back pain, and mood swings. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lot number abd events abnormal bleeding (vaginal, menorrhagia), autoimmunity, throat swelling, rashes, bladder or urinary problems or changes, dental problems, dyspareunia (painful sexual intercourse), fatigue, gastritis, hair loss, sore nipples, rapidly changing moods, sudden bursts of sadness, chronic yeast infection, migraines/ headaches, pain, pregnancy (termination), vaginal discharge, weight loss, cramps, bloating were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("she became pregnant") in a 21-year-old female patient who had essure (ess205) (batch no. 623317) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin and depo provera. Concurrent conditions included multi gravida, uterovaginal prolapse and parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2007.). Concomitant products included pantoprazole. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced bacterial infection ("bacterial infection"). In (B)(6) 2007, the patient experienced tooth fracture ("dental problems"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), pruritus ("itchy skin"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmunity"), pharyngeal oedema ("throat swelling"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary changes"), fatigue ("fatigue"), gastroenteritis ("gastroenteritis"), nipple pain ("sore nipples"), mood altered ("rapidly changing moods"), depressed mood ("sudden bursts of sadness"), fungal infection ("chronic yeast infection"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), abdominal pain lower ("cramps,"), abdominal distension ("bloating"), swelling ("a swollen"), tooth disorder ("dental problems"), weight fluctuation ("weight fluctuation"), gastritis ("gastritis"), musculoskeletal pain ("shoulder pain") and arthralgia ("hips pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, rash, back pain, depression, anxiety, pruritus, alopecia, vaginal haemorrhage, menorrhagia, autoimmune disorder, pharyngeal oedema, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, fatigue, gastroenteritis, nipple pain, mood altered, depressed mood, fungal infection, migraine, headache, vaginal discharge, weight decreased, abdominal pain lower, abdominal distension, urinary incontinence, swelling, bacterial infection, tooth disorder, weight fluctuation, gastritis, musculoskeletal pain and arthralgia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial infection, bladder disorder, depressed mood, depression, dyspareunia, fatigue, fungal infection, gastritis, gastroenteritis, genital haemorrhage, headache, menorrhagia, migraine, mood altered, musculoskeletal pain, nipple pain, pelvic pain, pharyngeal oedema, pregnancy with contraceptive device, pruritus, rash, swelling, tooth disorder, tooth fracture, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dyspareunia,low back pain, heavy bleeding, abdominal discomfort, back pain, and mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), pruritus ("itchy skin") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, back pain, depression, anxiety, pruritus and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, pelvic pain, pruritus and rash to be related to essure (ess205). The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.